Event description:
A false negative advia centaur xp (B)(6) total result was obtained on a pt sample when compared to the pt's clinical picture and repeat testing on another test method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
A siemens customer service rep was at the customer site and addressed a problem with the daily cleaning procedure and replaced water pressure pump and liquid waste reservoir. Analysis of the instrument and instrument data indicates that the cause for the false negative (B)(6) results in comparison with the other test method is unk. As stated in the IFU intended use and limitation sections: "this assay can be used as an aid in the diagnosis of individuals with (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection." "Assay performance characteristics have not been established when the advia centaur (B)(6) total assay is used in conjunction with other manufacturer's assay for specific (B)(6) serological markers."